Event description:
Pt originally underwent left total knee replacement during 1987. Revision was performed in 1990. Pt complains of progressive knee pain, deformity, and instability. Radiographs of the left knee reveal disruption of the left knee prosthesis with accentuation of valgus angulation across the knee joint. Surgeon's operative report reveals a carbon gray color of synovium was encountered. The femoral component was a press-fit-porous-ingrowth type and was found to be tight. There was some abrasion medially and laterally of the surface of the femoral implant. Examination of the tibial implant revealed a fracture transversely across the posterior lateral portion of the tibial baseplate, with a broken posterior screw. The bone appeared mottled and metallosis was present. A total knee revision was carried out 1/11/95.